Event description:
A malfunction was reported on the pump by the customer, marked as malf 5. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and no further malfunctions occurred. The customer was advised to continue using the pump and to contact support again if the issue recurred, which they acknowledged and understood.